Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer's blood glucose level was in 200-311 mg/dl range. Troubleshooting with tandem technical support was performed, and there was no identifiable cause for the occlusion alarms.